Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that device had reached eri. The patient was feeling fatigue symptoms. The rv output was mistakenly programmed to high output, 7.5v at 1.0msec. The atrial lead had shown a high threshold, but the rv lead was mistakenly programmed to high output settings. The device was removed and replaced. The atrial lead was capped. No patient complications have been reported as a result of this event.

Event description:
It was reported that device had reached eri. The patient was feeling fatigue symptoms. The rv output was mistakenly programmed to high output, 7.5v at 1.0msec. The atrial lead had shown a high threshold, but the rv lead was mistakenly programmed to high output settings. The device was removed and replaced. The atrial lead was capped. No patient complications have been reported as a result of this event. It was further reported that the atrial lead had dislodged shortly after implant and was left with no interaction. The patient had apparent pacemaker syndrome and the atrial lead has now been extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed, and the outer insulation was breached and had a depression. It was also noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was pulled apart due to overstress and the outer insulation had a cosmetic depression.